Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issues by changing the infusion set and cartridge continuing to use the pump for insulin therapy.